Event description:
It was reported that the atrial lead exhibited impedance greater than 2500 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal coil was fractured at 18.9 cm from the connector pin which resulted in high lead impedance. The proximal insulation was abraded at 23.5 cm and 24.8 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.